Manufacturer narrative:
As reported by our affiliate, during the use of this product in a procedure, it was determined that the tip was broken. The doctor realized it when the wire did not advance as he pushed the wire though the catheter. The product was used in the pt but there was no reported pt injury. The product is to be returned for eval and testing, however, the product has not been received as of this date. Add'l info has also been requested and will be submitted within 30 days upon receipt.

Event description:
Broken wire tip.